Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. Unable to perform the functional tests or verify the watchdog timeout error alarm, external ram crc or unexpected restart error alarms due to the blank display. The pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and two other errors. The blood glucose reading was 135 mg/dl. The insulin pump was not stored or out of use for an extended period of time. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.